Manufacturer narrative:
Implant date: implant date is estimated to have occurred in (B)(6) 2008. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, increased high voltage impedance was noted on the right ventricular (rv) lead. Insulation damage was suspected, however an x-ray was performed and no anomalies were noted. The physician suggested a revision procedure and the patient elected to have no further intervention. The patient was stable and will continue to be monitored.